Event description:
Patient found deceased at head of bed with neck over bed rail due to fall. Medical examiner confirmed cause of death due to blunt force trauma to neck as a result of ground level fall. Reporting delayed due to receipt of official me report. Delay in reporting due to receipt of official me report with cause of death. Equipment not provided by vitas or dragonfly. Multiple attempts by vitas to family to obtain manufacturer information on 02/17/2026 and 02/19/2026. As of 02/23/2026, manufacturer remains unknown, will report to FDA only as patient expired.